Event description:
N/a.

Manufacturer narrative:
Trackwise # (B)(4). Product was returned on 23jun2021 per documentation but it was not identified as this complaint. It was identified as returned on 27aug2021, which is the date that will be used for the new information aware date for the follow-up MDR initiated. Analysis of production: (3331/213/67) the device history records review concluded that there were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the manufacturing process and the reported failure. Historical data analysis: (4109/213/67) the review of the historical data indicates that no other similar complaints was reported for the same lot number and reported failure mode. Trend analysis: (4110/213/67) the overall 24 month product complaint trend data for the period jul-2019 through jun-2021 was reviewed. There were no triggers identified for the review period. Communication/interviews: (4111/213/67) communication/interviews were performed to obtain all possible information. Testing of actual/suspected device: (10/13/22) the device was returned to the factory for evaluation on 06/23/2021. A photographic inspection was conducted on 08/18/2021. Signs of clinical use and evidence of blood and charred material was observed on the heater wire, even though it was reported there was no patient involvement. The gray silicone insulation on the tip of the cold jaw was observed to be cracked and peeled back at the tip of the cold jaw exposing the metal portion of the cold jaw. An investigation was conducted on 08/30/2021. A visual inspection was conducted. Signs of clinical use and evidence of blood was observed. The gray silicone insulation on the tip of the cold jaw was observed to be peeled exposing the metal portion of the cold jaw tip. No other visual defects were observed. Based on the photographic inspection as well as the investigation, the reported failure "peeled jaw" was confirmed.

Manufacturer narrative:
Trackwise ID# (B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, vasoview hemopro vh-3500 came out of the box with a piece of plastic at the tip loose/detached. Device shows part of jaw insulation peeling. These defects were identified before the cannula came near patients so there were no injuries or close calls. No patient involvement.